Manufacturer narrative:
Pump was received with motor safety circuit failed test alarm found in the pump history file and critical pump error (open book image) alarm during testing due to software error. No alarm was generated when a power failure is detected. Alarm found in the pump history. (B)(4).

Event description:
The customer's husband reported that their insulin pump alarmed with a motor safety circuit failed test and alarm generated when a power failure is detected. The customer's blood glucose level was 87 mg/dl at the time of the incident. The customer was able to clear the pump errors. The customer was advised to refer to the backup plan. The insulin pump will be returned for analysis.